Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure the device used jaws would not fully open and the device would not fire. To complete the case, the physician removed the cartridge and replaced it. Stapler worked fine on subsequent firings. No issue with the handle. There was no patient involvement. The device is expected to be returned for evaluation.